Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12102. It was reported that the atrial lead exhibited noise resulting in inappropriate mode switch episodes. The atrial lead was explanted. During lead revision procedure, lead on lead adhesion was noted; the right ventricular lead was also explanted, and new leads were implanted successfully. Patient¿s condition was stable.